Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, nerve damage, foot drop, femur fracture, loss of range of motion, infection, elevated metal ion levels and metallosis. A subsequent revision procedure was reported to have occurred on (B)(6) 2013 allegedly due to recurring infection. Patient's legal counsel further alleged that the patient expired on (B)(6) 2013 due to infection. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2014-03547 / 03551).